Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details and past cases, a possible cause for the reported overheating has problems with the nose cone and bearings, which have been replaced along with other components.

Event description:
It was reported that during a wisdom teeth extraction (#31 and #32) the bur guard overheated from a bur spinning out of control. The pt received a minor burn on the lip. The procedure was completed with a backup device. No further medication or treatment was required, and there was no scarring or permanent damage.